Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a bend was found at the inlet tube on the 2nd day of use.

Event description:
It was reported that a bend was found at the inlet tube on the 2nd day of use.

Manufacturer narrative:
The reported event was confirmed. The device had not met specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow fluid throughout bag) bardex center entry dome drain bag with attached inlet tube and detached sample port connector. Visual inspection of the sample noted the sample port connector was broken at the connection point to the inlet tube. A portion of the sample port connector was inside the inlet tube. Multiple fractures existed throughout the sample port connector. This is out of specification per procedure which states, "no chips, cracks, splits, etc. Allowed." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿incorrect handling by operator.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[directions for use] 3) using aseptic technique, position the needle-less syringe (slip-tip type or luer-lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port. 4) aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position. 5) unkink tubing. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a bend was found at the inlet tube on the 2nd day of use.